Event description:
It was reported that the lead impedance was high on the couple occasions while the thresholds and sensing were fine. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.